Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the occurrence of a total power failure alarm, however, performance testing could not reproduce a total power failure alarm. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an intermittent connection with the battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to power up, displayed multiple safety reset alarms and total power failure alarms. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to power up, displayed multiple safety reset alarms and total power failure alarms. There was no patient harm or serious injury reported as a result of this incident.